Event description:
It was reported that while placing a port with an unspecified sharp obturator for a da vinci-assisted surgical procedure, the surgeon accidentally lacerated the patient's iliac artery with the obturator and cannula. The patient required an unspecified medical/surgical intervention to repair the damage, and the procedure was aborted. The patient is currently receiving treatment in the ICU. Per the reporter, the surgeon does not believe that any intuitive devices caused or contributed to the injury.

Manufacturer narrative:
Based on the current information provided, the alleged cause of the injury to the iliac artery was an accidental laceration by an unspecified obturator. As no product has been returned to intuitive surgical, inc. (Isi) for evaluation, and no additional information (part name, material number, lot number, serial number, etc.) Could be obtained for the obturator, no further evaluation could be performed for the device. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported event could not be performed at this time, due to insufficient event information. There is insufficient information to determine whether or not the da vinci system was docked at the time of the event, and therefore, whether or not the procedure associated with the event was captured in the system logs. The procedure was reportedly aborted, post-anesthesia. Section d: trocars are the combination of an obturator within a cannula. They are used during laparoscopic and other minimally invasive surgery (mis) procedures to make small, puncture-like incisions in outer tissue layers. The obturator, in particular, extends past the tip of the cannula to assist in pushing through the patient tissue wall. Once placed, the obturator is removed and the cannula remains to allow surgeons to introduce surgical instruments. The instruction for use (IFU) for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator.